Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of "low on glucose monitor. Reportedly, customer accidently initiated a bolus which subsequently decreased their bg level. Customer attempted to self-treat by consuming glucose tablets and carbohydrates however; emergency medical technicians were called but observed customer only to ensure that low bg resolved. The customer was instructed to consult with healthcare provider regarding bg level.